Event description:
Customer reported leaking at upper fitment and tubing connection during chemotherapy clinical trial medication infusion. There was no report of pt harm or medical intervention. No further pt/event info was provided.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.